Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "intra-operatively seemed to be broached properly but as of today appears to have subsided at least a centimeter. Surgeon called rep to apprise him of the issue today, (B)(6) 2011, that the patient is complaining of pain. The x-ray shows subsidence."